Event description:
Catheter was different shape than introducer of the same size. Guiding catheter engaged vessel very deeply and dissected it at the origin requiring placement of 2 stents to reestablish flow to the rca.